Event description:
It was reported by the user site that during an atec breast biopsy procedure on (B)(6) 2026, "atec is taking too many samples, and the canister is filling up too much." Multiple attempts to obtain additional information from the user site were unsuccessful. No further information is currently available.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.